Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025 a caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) of 45 mg/dl after announcing a usual dinner when the ilet displayed 126 mg/dl. The caregiver gave juice and glucose tablets, after which bg rose to 82 mg/dl and later to 144 mg/dl. No hospital care was required, and the user fully recovered the same day. No long-term health effects were reported.